Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of fell off nightstand/no longer works. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, the pca burned, reusable pollen filter service, screw kit contamination and inlet/outlet contamination was observed. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.